Event description:
The customer reported that he was hospitalized with diabetic ketoacidosis and high blood glucose of 591 mg/dl. The customer stated that leading up to the hospitalization, he was very weak, changed the set three times, his blood glucose did not come down and he started vomiting. The patient was treated with intravenous insulin and saline. He was wearing the insulin pump at the time of hospitalization. The customer had received a motor error alarm on the insulin pump on (B)(6) 2014, during a bolus attempt. The customer stated he fractured his shoulder on (B)(6) 2013, and had magnetic resonance imaging or a computerized tomography scan performed. The customer was not using the sensor feature on the pump. He stated he was able to complete the rewind sequence. The customer also mentioned there were cracks at the battery cap of the insulin pump. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).